Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high out-of-range (oor) shock lead impedance (sli) greater than 200 ohms. It was noted that the impedance measurement was stable and within range for seven or eight measurements and then increased back to out of range. All other lead measurements were normal. Boston scientific technical services (ts) discussed testing the system in other configurations and possibly performing high energy shock testing. The field representative stated that no further testing was performed and the cause of the observation was not conclusively determined. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.